Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery (rca). A 15mm x 2.50mm nc quantum apex catheter balloon was selected and advanced to the target lesion for dilation. During first inflation the balloon ruptured at 18 atms. The balloon was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis and consist of a nc quantum apex balloon catheter with a nc quantum apex shelf box. There was blood in the wire lumen. The balloon was tightly folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery (rca). A 15mm x 2.50mm nc quantum apex¿ catheter balloon was selected and advanced to the target lesion for dilation. During first inflation the balloon ruptured at 18 atms. The balloon was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's condition is good.